Manufacturer narrative:
Correction.

Event description:
It was reported that during equipment set up at the healthcare facility, the black cap fell off the tibial/pelvic tracker. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The device has not been received for evaluation at this time.

Event description:
It was reported that during equipment set up at the healthcare facility, the black cap fell off the tibial/pelvic tracker. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.